Manufacturer narrative:
The pump passed all functional testing, including the idle current, run current, self test, off no power, unexpected restart, basic occlusion, occlusion, prime, excessive no delivery, displacement and rewind tests. The pump had no rewind anomaly, low reservoir alarm anomaly or low battery alarms noted. The pump was tested with a liquid filled reservoir and no air bubble anomalies were noted. The pump had minor scratches on the display window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 325 mg/dl. The customer treated with manual injection. Customer's blood glucose value was 281 mg/dl at the time of breakfast. Customer reported that the high blood glucose levels began on (B)(6) 2016. Troubleshooting was performed. The customer stated that the numbers on the pump do not come down after bolus. The drive support cap appeared normal. There were no leaks or air bubbles. There were no site or insulin issues. The product was not returned for analysis.